Manufacturer narrative:
The insulin pump powered up properly after battery installation. The insulin pump was received with operating currents within specification. The insulin pump passed self test, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. No cosmetic damage noted. (B)(4). A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Event description:
Customer reported via phone call that they experienced low blood glucose level of 40 mg/dl. Customer's blood glucose value was 55 mg/dl, also reported that the blood glucose value was 68 mg/dl. Customer stated having difficulties with lows. Customer advised manually suspends the insulin pump often due to customer noticed that the insulin pump still micro-bolus' even when he is low. Troubleshooting was declined for low reading. The product was returned for analysis.